Event description:
Upon " firing" inflation of balloon in mesh, a yellow piece of product dropped into the tissue of the pt's abdomen. Surgeon confirmed this piece was in tissue and would "push" itself out of incision site once it was healing as superficial. Diagnosis or reason for use: hernia repairs.